Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that her pump is alarming compromised forced sensor alarm. Her blood glucose is 234 mg/dl. She stated that she had just rewound the pump when the alarm occurred. During prime rewind troubleshooting, the customer stated that the alarm is occurring. She said that the drive support cap is sticking out and that she had not pressed the cap while connected. She was advised that insulin pump would need to be replaced, to discontinue use of the pump and to revert to the back-up plan per her doctor¿s orders. Also, advised the customer that the possible cause of the compromised forced sensor alarm was that it occurred during seating the forced sensor and that it did not detect the reservoir. The insulin pump will be returned for analysis.

Manufacturer narrative:
Findings: pump passed the displacement test. Unit received with motor error alarm during the basic occlusion test due to loose/protruded drive support disk. Unable to perform the unexpected alarm error test, prime test, excessive no delivery test and occlusion test or verify compromised forced sensor alarm due to motor error alarm. Pump received with normal operating current. Pump passed self test. Pump passed off no power test. Pump received with minor scratched lcd window, cracked case at the reservoir tube window corners, cracked reservoir tube window, cracked belt clip slot, cracked battery tube threads, stained end cap sticker and cracked reservoir tube lip.